Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome the patient expired due to terminal extubation. Per the vad coordinator, all available information was provided. No additional information is available. The device was not explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2019 due to terminal extubation. No further information was provided, and the pump was not returned for evaluation. The heartmate 3 lvas IFU respiratory failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.